Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, stent thrombosis, spasm, target vessel revascularization, and myocardial infarction occurred. In (B)(6) 2013, the subject presented with atrial fibrillation and referred for cardiac catheterization which revealed a 95% stenosed de novo lesion located in the proximal right coronary artery (rca). The lesion was 15 mm long with a reference vessel diameter of 3.00 mm and was treated with direct placement of a 3.00 mm x 20 mm promus element plus stent, with 0% residual stenosis. During the index procedure, after the placement of the stent, a "spasm" in the mid and distal rca was observed and treated by intracoronary nitroglycerine injection. Prior to discharge, the subject had elevated cardiac enzymes indicating a stemi (peak troponin I = 0.453 ng/ml, 0.754 ng/ml, uln = 0.06 ng/ml); an ECG revealed inferior mi. Post index procedure, selective coronary angiography revealed a 100% occluded rca stent and was treated with thrombectomy and balloon angioplasty. The residual stenosis was 0% with timi 3 flow. A temporary pacemaker was placed during this event. It was noted that the subject experienced ischemic symptoms at rest and chest pain lasting more than 20 minutes. The events were considered recovered/resolved and the subject was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).